Event description:
Returning two probes, would not connect to console. Lot# 431803 for both. Cu1 labeled (a) was able to make the attachment, but when a freeze was initiated the console displayed e208 (reattach probe). The cu1 (a) completed the freeze and heat cycles but the e208 display remained. The cu1 labeled (b) was inserted onto the probe, but the console did not recognize the attachment. Repeated attempts had the same conclusion. Visual inspection found no defects. Additional information on 01/10/06 indicates the cu was dissected and (a) was found to have the thermocouple wires soldered backwards. Cu1 (a) was inoperable after dissection. Cu1 (b) was also dissected and found to be wired correctly. Subsequent review of the initial analysis description for cu1 (a) determined that the event description was incorrect. When the cu1 (a) was used to initiate a freeze cycle, an e208: reattach probe error was displayed. At that point no freeze or heat cycle was able to be performed. The tech had mistakenly used the description of a different cu1 which had not displayed an e208 error. Testing using cu1's which had been intentionally wired incorrectly to match cu1 (a) all performed as described in the corrected description.

Manufacturer narrative:
Recall performed under recall number z-0675-06. No injury to patient. Malfunction occurred outside of patient. Treatment completed using another device. Her option catheter miswired tc wires. Her option catheter not recognized by console.